Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of not accepting burr. However, it was noted that bearing fall-out at tube distal, the burr to wobble during testing, markings were visible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was not accepting burr. There was no patient involvement. Additional information was received stating that bearing fall-out at tube distal was found during evaluation.